Event description:
Device 1 of 2. Reference MFR report# 1627487-2013-19908. It was reported the pt's ipg was explanted on (B)(6) 2012, reason unk. The leads were 'tied in a knot' and remain implanted and the pt believes this is causing her sciatic pain. The pt's leads, extensions and anchors were explanted on (B)(6) 2013. Note the pt received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.